Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified medication. Five days after being admitted to the hospital, the patient was discharged. On an unreported date, the patient was recovered from the event. At the time of this report, physioneal and extraneal therapies were ongoing. No additional information is available.